Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The customer was admitted on (B)(6) 2017 at 4:00pm. The customer noticed they received a no delivery alarm on the insulin pump and noticed when removing the infusion set it was kinked. The customer's blood glucose was between 200 mg/dl and 500 mg/dl when the no delivery alarms occured. The customer's current blood glucose is 167 mg/dl. The insulin pump is working as designed. The customer's mother declined further troubleshooting.